Event description:
Patient revised for stem breakage at stem/tray interface. Update: (B)(6) 2011 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update - (B)(6) 2011 - revision operative report received. The operative report states recent failure and breakage of her uncemented stem and tibial tray was removed and was grossly loose. Tibial tray added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A complaint database search did not show any additional reports against the product code and lot code combination since its release for distribution. The investigation could not draw any conclusions about the reported device fracture based on the lack of the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.